Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of blank display and battery out limit from the insulin pump. The customer's blood glucose level was 143 mg/dl. The customer stated that the battery went dead and nothing came up on the screen. The customer received a battery out limit when he inserted a new battery. The customer also stated that there was a black circle on the pump. The customer was advised to monitor the pump.